Manufacturer narrative:
Batch review performed on 24 october 2018: lot 171055: (B)(4) items manufactured and released on 21 june 2017. Expiration date: 2022-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of pain is unknown. The surgeon revised the 10mm poly with a 12mm one. The surgery was completed successfully.